Event description:
Customer reported an aviva system blood glucose result 271 mg/dl, felt hypoglycemia symptoms, self-treated. Reported 125 mg/dl within 10 minutes on the aviva system. No adverse event reported. A request was made for the return of the system, replacement was sent.